Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit needed a battery replacement. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) unit needed a battery replacement. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact phone: (B)(6). Getinge field service engineer (fse) found replaced the batteries(146-00-0039) on this unit because they expired this month. Unit passed all functional and safety tests performed. Unit was returned to customer and cleared for clinical use .